Manufacturer narrative:
Unable to download the pump to carelink due to an alarm in the alarm history file, which was due to a corrupted history file. The glucose sensor simulator functioned properly. No unexpected lost sensor or weak signal alarms were noted during testing. The pump was programmed with a test glucose meter, and it communicated properly. However, the pump had a cracked reservoir tube lip, a case cracked at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer received a low threshold suspend. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.